Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a repeater pump tube set had white contamination within the pvc tubing. This was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and revealed a white residue on the inside of the tubing. It appears that this residue came from the blue connector. Further visual inspection revealed that the residue was adhesive. Adhesive is used to attach the blue connectors to the tubing on these tubing sets. The reported condition was verified. The cause of the condition was determined to be due to an assembly issue. Should additional relevant information become available, a supplemental report will be submitted.